Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Catalog: unknown. Serial number: unknown. Expiration date: unknown. Unique identifier (UDI#): unknown. Phone : (B)(6). Device manufacture date : unknown. Device evaluation: sample was not available for investigation. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing record could not be reviewed since the serial number was unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery, two intraocular lenses, model pcb00, were used and surgeon observed particles black, found after a perfect dfu preparation. The particles came easily out and no patient injury or wound enlargement encountered. All the information available were submitted. This is 1 of 2 reports.